Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor and a cracked end cap. Unable to test for the motor error alarm due to the blank display.

Event description:
The mother reported a motor error alarm and blank display. Troubleshooting was performed, but the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.